Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test at stage #3 and was not filling the demo intra- aortic balloon. There as no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm isolated the failure to a defective k8 solenoid and replaced the drive manifold. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The initial reporter is a getinge employee whose contact details are: telephone number (B)(6), which differs from that of the event site. The full name is (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test at stage #3, and was not filling the demo intra- aortic balloon. There, as no patient involved, and no adverse event was reported.